Manufacturer narrative:
Device history record for this lot did not show any no flow rate issue. Retained samples were also subjected to flow test and the device flows normally . The information provided is insufficient for further investigation. A follow-up report will be submitted when the results of the investigation are available.

Event description:
Slow flow with vancomycin 2 g/ns 250 ml smartez {se0175-250; lot· s8h02} and ceftriaxone 2 g/ns 100ml smartez {se0200-100; lot s8d33): 100 ml, 200ml /hr and smartez 250 ml, 175 ml/hr.